Event description:
On (B)(6) 2012, the battery longevity was estimated to 9 years and 4 months. On (B)(6) 2012, one year later, the battery longevity was estimated to 6 years, whereas no programming had been changed at either follow-up.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.